Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose was unknown. The customer reported that they were able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. The customer was advised to perform a self test and the test was not passed. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.